Event description:
Continually leaking blood through green port during procedure. No harm to patient or staff, but event does increase the amount of blood loss to the patient during the procedure. This facility has had a total of four similar events with this device over the last month. The manufacturer has been notified and product has been returned. The cause of the leaking is unknown. Multiple lot numbers of the product are involved.